Event description:
It was reported that there was a revision of an original procedure from 2009. Revision was due to the patient having pain and an x-ray showed the stem was loose. An ar-9100-10p humeral stem (lot #0810902) & ar-9152-20p humeral head (lot # 0800602) were removed. Small pieces of bone were chipped away in order to remove device. Even though it was reported that the stem was loose, when using the slap hammer and ball connection tools to remove it, two slap hammers broke. Cultures were taken, no infection was found. An ar-9100-9p stem & an ar-9148-19p head replacements were cemented in place. Devices cannot be returned due to hospital policy, they must go to the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but was not returned; therefore, the complainant's event could not be verified. The surgeon chose to downsize the replacement devices using a head that was 4 sizes smaller together with a stem 1 size down. Based on the available information and without device evaluation, the cause for this revision remains undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not release device.